Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Technical services found that the unit freezes; the batteries are very old and are now replaced. The device passed the stress test and is working fine.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the images were intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.